Event description:
Veterinary plate broke in situ, five days after insertion a good reduction was found. Three weeks post-operative the breakage of the plate was found. The plate broke at an unoccupied screw hole. This is 1 of 1 report for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and revealed that this article was manufactured according to the specifications. The measurable dimensions of the plate were as far as possible checked and found to be in compliance with the technical drawings and specifications. The visual revealed the fracture face is homogenous which indicates material conformity. No product fault could be detected. It is possible that excessive postoperative activities caused a fatigue failure of the plate. This complaint has been determined to be indeterminate.